Manufacturer narrative:
Continuation of d10: 407652 lead, implanted: (B)(6) 2007; 429688 lead, implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for out of range low impedance. It was noted that the patient currently receives radiotherapy for cancer. The physician prefers to leave the lead as is for now and will be re-evaluated it when their cardiac resynchronization therapy defibrillator (crt-d) device reaches elective replacement indicator (eri). The lead is still in use. No patient complications have been reported as a result of this event.